Manufacturer narrative:
The np swab included in the binay now influenza a&b kit is a packaged component purchased from puritan medical products co, llc. Puritan was contacted and was informed of this adverse incident.

Event description:
The nasopharyngeal swab tip detached from the shaft, while getting a "pn" sample. The physician could not see or remove the foam tip.